Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's battery had "wore out" and it did not work very well. They also stated they had a fall. The ins did not work at all anymore and they were going to the bathroom all the time. Due to this, their quality of life had declined. They mentioned they had their ins replaced last in 2016, and made no allegation against their previous implant. The reason for the call was to make an appointment with a manufacturer representative to discuss ins replacement this month. They were redirected to their healthcare provider to coordinate an appointment with a manufacturer representative. They were provided with the national answering service (nas) phone number for their healthcare provider if needed. The patient provided the event date of the reported information as "it's been a while". The patient was redirected to their healthcare provider to further address the issue, and the process to coordinate an appointment with a manufacturer representative was reviewed.